Manufacturer narrative:
The report of low speed events and pump stoppages was confirmed based on the evaluation of the submitted system controller log files. Based on the manufacturer¿s previous complaint experience, these events appear consistent with a potential percutaneous lead (lead) issue; however, the root cause could not be conclusively determined because the entire lead was not returned for evaluation. The portion of the lead that was replaced on (B)(6) 2016 was returned for evaluation and measured approximately 17.5 inches in length. Examination of the replaced portion of the lead revealed breakdown of the braided shield along the entire length; however, electrical continuity testing of the lead did not reveal any discontinuities or shorts. Visual inspection of the wires found damage to the green, black, and brown wires approximately 14.25 inches from the connector; however, the damage appeared to have occurred during the distal end percutaneous lead replacement and could not be conclusively correlated to the reported event. High potential testing did not reveal any indications of additional insulation breaches that would have contributed to an electrical short. The explanted pump was returned with the percutaneous lead cut into 5 segments. One of the returned segments of the outer jacket, measuring approximately 6 inches long, appeared to have the wires removed. Visual inspection of the lead segments under a microscope did not reveal any evidence of insulation damage or wear. Electrical continuity and high potential testing did not reveal any discontinuities or shorts. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation of the returned portions of the percutaneous lead could not confirm the cause of the low speed events and pump stoppages. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The distal end percutaneous lead (lead) replacement was completed on (B)(6) 2016. It was later reported that the patient had another pump stoppage on (B)(6) 2016 at around 2:00 am while connected to the power module using an grounded patient cable. The system controller log file was reviewed by a representative of the manufacturer's technical services team and captured a pump stoppage on (B)(6) 2016 at 4:47 am along with pump speed reductions to as low as 6940 rpm. The issue appeared consistent with a potential issue with the lead and appeared to occur only while the device was connected to the power module. An issue with the internal portion of the lead was suspected and a pump exchange was performed on (B)(6) 2016. No further issues have been reported since the pump exchange.

Manufacturer narrative:
Approximate age of device - 5 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller sounded low flow and low speed hazard alarms on two separate occasions. The patient was asymptomatic. The system controller was reportedly connected to the power module at the time of the events. No alarms were observed while the patient was supported by battery power. A review of the system controller log file noted a pump stoppage was captured on (B)(6) 2015 and a low speed hazard on (B)(6) 2015. It was reported that the external white cover of the driveline is thin with wear and tear noted approximately 3-5 inches from the system controller connector; there was no other obvious damage to the driveline. It was reported that there had been no recent trauma to the driveline. The patient lives far away from the vad center and no further assessment of the driveline could be made. The patient was reportedly instructed to stay on battery support or an ungrounded power module patient cable, which was sent to the patient. The patient is currently stable and is scheduled to visit the hospital early in (B)(6) 2016 for a distal-end driveline replacement. The patient is reportedly aware of the risks associated with delaying the procedure. No additional information was provided.